Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and an air flow issue occurred. The caller stated that a pentaray catheter was inserted into the patient with a swartz sheath and an unspecified thermocool® smart touch® sf was inserted into the patient with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Pulmonary vein isolation (pvi) was conducted and after that, voltage map was obtained by pentaray catheter. The unspecified thermocool® smart touch® sf catheter was pulled out of the left atrium with the carto vizigo¿ 8.5f bi-directional guiding sheath - small and a pentaray catheter was returned through the swartz sheath to the left atrium. It was then noticed that when the unspecified thermocool® smart touch® sf was removed from the carto vizigo¿ 8.5f bi-directional guiding sheath - small, negative pressure was applied, and air bubbles were mixed in the sheath. Since the air bubbles were immediately noticed, they were sucked out using a syringe. Fortunately, the air bubbles did not enter the patient's body and no findings such as st elevation were observed. The physician who was in charge of operating the valve, stated that they handled the valve more carefully than usual when removing the catheter, but said that the above event had still occurred. The procedure was completed without patient's consequence.

Manufacturer narrative:
On (B)(6)2020, the product investigation was completed. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and an air flow issue occurred. The caller stated that a pentaray catheter was inserted into the patient with a swartz sheath and an unspecified thermocool® smart touch® sf was inserted into the patient with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Pulmonary vein isolation (pvi) was conducted and after that, voltage map was obtained by pentaray catheter. The unspecified thermocool® smart touch® sf catheter was pulled out of the left atrium with the carto vizigo¿ 8.5f bi-directional guiding sheath - small and a pentaray catheter was returned through the swartz sheath to the left atrium. It was then noticed that when the unspecified thermocool® smart touch® sf was removed from the carto vizigo¿ 8.5f bi-directional guiding sheath - small, negative pressure was applied, and air bubbles were mixed in the sheath. Since the air bubbles were immediately noticed, they were sucked out using a syringe. Fortunately, the air bubbles did not enter the patient's body and no findings such as st elevation were observed. The physician who was in charge of operating the valve, stated that they handled the valve more carefully than usual when removing the catheter, but said that the above event had still occurred. The procedure was completed without patient's consequence. Device evaluation details: device was inspected and it was found in normal condition. Leveraging similar setup and pressures to iso 11070 annex e, it was demonstrated that the valve did not have a leak at ±300mmhg when tested with air. The submerged pressurized test shows air bubbles existing the clear heat shrink tube. Given the construction of the sheath, it is likely that the leak is in the lead wire / center wire lumen. The valve did not have leakage at ±300 mmhg (5.8 psi) when tested with air. Per iso 11070 annex e, the outlet of hemostatic valve needs to be examined with 38 kpa (5.5 psi). There was leakage only after 10 psi, but this is out of the iso specification. Therefore, the complaint can be confirmed, but the leakage could have been generated due to the applied pressure was exceeded. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the complaint was found during the review. Complaint was confirmed. All units are inspected prior leaving the facility and DHR verified that this complaint unit was in good condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6/23/2020, the biosense webster inc. (Bwi) product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and an air flow issue occurred. It was then noticed that when the unspecified thermocool® smart touch® sf was removed from the carto vizigo¿ 8.5f bi-directional guiding sheath - small, negative pressure was applied, and air bubbles were mixed in the sheath. Since the air bubbles were immediately noticed, they were sucked out using a syringe. Fortunately, the air bubbles did not enter the patient's body and no findings such as st elevation were observed. The procedure was completed without patient's consequence. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, a manufacturing record evaluation was performed for the finished device 00001227 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).